Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, an error c-34 occurred on the erbe generator when the customer attempted to fire monopolar energy on the monopolar curved scissors. The customer rebooted the erbe but the issue persisted. The customer then swapped in a third-party generator for the rest of the case. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the system was checked upon powering on and there were no errors. The procedure was completed robotically with a coviden generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on a system and was run in normal mode. The iesu had no significant scratches or dents. The front bezel is in decent condition. There were c-34 errors during start-up and mono coag activation. Root cause is attributed to defective component. The measurement for hf voltage was too small. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.